Manufacturer narrative:
MFR ref no: (B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported sys error 105, which was reproduced while attempting to run a loaded set. Sys error 105 was confirmed and caused by a dislodged component on the input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.

Event description:
It was reported that a spectrum pump displayed sys error 105. It was also reported there was no pt involvement.